Event description:
The patient received her scs trial system on (B)(6) 2011, including percutaneous leads placed at c2 for arm pain. It was reported that after the trial procedure, the patient complained of dizziness and anxiety. She was admitted to the hospital for observation. On (B)(6) 2011, the patient stated she felt light headed, nauseous, and had a loss of appetite. She also reported feeling pain in lungs and an overstimulation sensation. On (B)(6) 2011, the patient reported that she felt dizzy and had passed out the night before. She stated that she felt weak and wanted her leads removed. The patient planned to discuss the issue with her physician. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.